Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft was inserted in the patient for the endovascular treatment of a thoracic aneurysm. During the index procedure the delivery system became lodged in the external iliac artery; therefore, the delivery system was unable to advance. The physician removed the delivery system without incident to the patient. Another delivery system was used with the same diameter and the procedure was completed successfully. The physician identified a gap between the nose cone and the graft cover after removing the device from the patient and attributed the event to the gap. The gap was not seen prior to insertion. No clinical sequelae were reported and the patient is doing fine. The device was returned slightly bloody with the stent graft loaded within the delivery system. Upon inspection of the delivery system, there was less than a 1 mm gap between the graft cover and tapered tip, which is within specification. The rest of the device was unremarkable. The event was confirmed since there was a small gap between the graft cover and tapered tip; however, the gap is within manufacturing specification.